Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Phone: (B)(6). (B)(4). Investigation results: the catalys laser system was examined and tested at the customer location by an jjsv field service specialist (fss). The fss performed a check-list as routine. No failure of device was confirmed. The system was verified for all modes of operations. The system met jjsv specifications. A record review was performed; document and service history was reviewed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that during a surgery with a laser cataract system, model catalys, surgeon tried 3 times in order to complete the laser treatment, using speculum. After follow-up we learnt that a day after the surgery, 2 patients showed severe cystoid macular edema involving posterior polo. It was required a steroid medical therapy. Then afterwards during the post operative visit of the (B)(6), edema was resolved with improvement of the visual acuity. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. This report address one eye of the patient 2. Patient 2 outcome: 1/10 without correction (not possible to improve it using correction)